Manufacturer narrative:
The customer¿s report of bulging was confirmed. Visual and tactile inspection noted that there was a slight bulge on the silicone segment next to the upper fitment. Functional testing was performed and a slight bulge was observed during priming and a gravity infusion. No alarms were noted during a 1 hour pump infusion. Pressure testing was performed and the silicone segment ballooned at a pressure of 13 psi. The root cause of the ballooned segment could not be identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer complained that a bulge in the silicone pump segment occurred in their primary tubing while infusing an antibiotic in the ICU. The customer states there were no ivp meds or fluids given through this line, as they do not flush through continuous infusions with medications. There was no reported harm from the event.